Manufacturer narrative:
Other relevant device(s) are: product ID: 9734639, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. Testing found the system failed to boot-up. The ups was replaced, but the system would not boot-up. The power cable was determined to not be working. The cable was returned for analysis. Analysis found an open in the brown wire. Opening the plug revealed strands of the brown wire broken with only a few strands attached to the plug terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the system was attempted to be turned on, but it did not. Multiple outlets were tried and no clicking noise on the uninterruptible power supply (ups) was heard. It was confirmed the backup battery switch was depressed. No patient present.